Event description:
It was reported that during set-up of a da vinci s surgical procedure one of the tips on the small clip applier instrument broke off and separated from the instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one clip applier grip is broken and was returned with instrument. The broken piece measured approximately about 0.050 x 0.138. Engineering concluded that the damage is likely due to the application of force while trying to install a clip. The broke angle can be replicated on an in-house test instrument of the same type when a applying a load on the fixture that contains the clips during installation of a clip onto the grips. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.